Event description:
Foreign pt receiving baclofen via a synchromed pump and catheter experienced increased spasticity. X-ray of the pump rotor revealed it was not working. The pump was explanted on 6/26/1998 and returned for analysis.